Event description:
It was reported that pre use testing, the cs100 intra-aortic balloon pump (iabp) unit notified maintenance code #3. There was no patient involvement.

Manufacturer narrative:
The dealer's engineer evaluated the iabp unit and was able to reproduce the reported issue. The engineer reported that the back stage of the detection is x1, and the x2 transducer detects abnormalities. During inspection, the engineer found a large amount of dust in the equipment. At present, the dust has been tested by gas path and pumping test was normal. The engineer recommended to the customer the replacement of the safety disk to facilitate the use of the unit. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).